Event description:
It was reported by svc report that the bed showed a lift angle sensor error and the lift did not work. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.